Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s motor would not move anymore. It would not go forward or backward. The customer¿s blood glucose level was 97 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor slide functioning properly. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked select button keypad overlay and minor scratched lcd window.